Manufacturer narrative:
The affected device was returned for evaluation. The device evaluation identified three samples received; the failure mode ¿leaking¿ was confirmed in the devices received. There was no patient involvement. Update: gcm received an email on 02-jan-2025 from (B)(6) informing that the event occurred on (B)(6) 2024 and (B)(6) 2025.

Event description:
The device evaluation identified three samples received; the failure mode ¿leaking¿ was confirmed in the devices received. There was no patient involvement.